Event description:
Additional information received reported that the patient had an appointment on (B)(6) 2015 to see a physician who would decide if the entire system needed to be removed or if the infection had resolved. No outcomes or interventions were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Event description:
Additional information reported the patient was back in the hospital. The stimulator in their belly had moved and was trying to poke out of their body. There was bruising around battery site. There was no infection but the patient was on antibiotic. The patient lost back coverage one week ago. The physician was going to see the patient to discuss next steps (removal/ pocket revision). It was later noted that the representative saw the patient who was still admitted in the hospital. The representative reprogrammed and reestablished coverage where desired in lower back and bilateral legs. There were no impedance issues, all were within range. The patient¿s pocket site was black and blue and painful and the battery was tilted. There was no skin protrusion. The incision was intact. The patient noted that last wednesday, their daughter kicked them near site. The patient was still awaiting to see their doctor for further answers on plan of care. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the representative reported the doctor told the patient to turn the stimulator off because they said "it was malfunctioning". The patient's daughter kicked them a second time right at the battery site about a week ago. The day prior to report, the patient turned the device on but they had no coverage in their lower back or legs and they were being zapped on their side and electrocuted. The representative met the patient and impedances were within normal limit. The patient lost all back coverage and only felt in lle. The patient was very inconsistent and they suspect munchausen syndrome. They were currently doctor shopping and seemed to only want surgical intervention. No cause of zapping was identified. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had an infection at the pocket site. The patient¿s incision was seeping yellow, smelly fluid. The patient met the physician to evaluate incision. The patient was given intravenous antibiotics in hospital. The patient was released from the hospital, went home with oral antibiotics. The patient went back into the hospital because the pain was very bad around their incisions. The physician was going to consult with infectious disease. The redness had gone down and the stimulator was helping the patient¿s back/leg pain. There were no product issues alleged. No outcomes were reported regarding this event. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708160, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 3708160, serial# (B)(4), implanted: 2015-(B)(6), product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: 2015-(B)(6), product type: lead. (B)(4).